Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine via an implantable pump. It was reported that the patient had severe pain that required them needing to go to the emergency department 6 times. An increase in sc fentanyl by 80mcg with the addition of 4 boluses at 25mcg each was made. The event resulted in the following: in-patient hospitalization/prolongation of existing hospitalization/urgent care visit. Additional information received from the healthcare provider via a clinical study indicated that the patient's pain was more severe. A CT scan without contrast revealed that the patient was negative for acute fracture, c6/c7 pseudoarthrosis with chronic right c7 plate screw partial reaction, indicators of cppd arthropathy, extensive postsurgical changes of the lumbar spine, degree of osteopenia was increased within the upper sacrum and l5 vertebral body, these are areas of cortical disruption. A MRI without contrast revealed that the patient had extensive fusion changes extending from l2-s1, no definite osseous lesion or lytic process noted, vacuum disc phenomenon l1/l2 with potential fluid at the disc space, endplates appear intact. An increase in sc fentanyl by 90mcg and increase bolus dose from 40mcg to 45mcg each and increase bolus options by 2 was made.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter product ID 8598a serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. An increase in bolus dosing by 10mcg fentanyl was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had minimal relief since implant. A catheter access port study revealed an abnormality and aspiration was sluggish. All of the flex boluses was moved into sc dosing and a decrease in sc dosing by 100mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter pr oduct ID 8598a serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had a flare in pain. An increase in hydromorphone by 0.3mg was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a two step wean with total decrease in sc by 546 mcg was made the catheter was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had 6/10 pain. An increase in bolus dosing by 100mcg fentanyl was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had better relief with the last increase. An additional increase in hydromorphone by 3mg was made.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter. Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter pr oduct ID 8598a serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during the dye study on (B)(6) 2025 the tip was visualized at t7, however, when the md attempted to aspirate, fluid flowed very slowly, indicating an issue with the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, ubd: 2026-08-22 UDI#: (B)(4), product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the 8598a catheter was explanted on (B)(6) 2025.